Event description:
The customer contacted baxter's service center regarding assistance with repriming the patient line on the homechoice (hc) during use, during initial prime. The technical service representative (tsr) assisted as requested. The cg stated the patient line overflowed a little, the cap was still on. The hp connected and started therapy. Baxter product surveillance contacted the home patient (hp) on (B)(6) 2012 regarding reported problem. The hp stated that after the technical service representative (tsr) assisted them with troubleshooting they were able to continue with therapy without further problems. The hp stated that they just could not get the line to prime. The hp stated there was a little bit of over flow of the fluid during the prime, but the hp stated the patient line cap was still on and they stated they have not experienced any further problems. The hp stated overall therapy is going fine. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The sample was not available; therefore, the reported condition could not be confirmed and the cause was undetermined. A batch review was not conducted as the lot number was not provided. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.